Event description:
Implant fracture.

Manufacturer narrative:
Root cause could not be determined because the product was not returned.

Event description:
Implant fracture.

Manufacturer narrative:
Paltop¿s risk file on implants rac0881, rev.03 (dental implants risk analysis control file) potential sources for implant fracture are: implant material design (imp-mat-3 & 5), implant geometric design (imp-geo-1& 2), implant - connection to abutment - design interface (imp-int 1 & 2), implant-user (imp-user-17). Upon reviewing data provided by the clinician, including x-rays, photos and patient's clinical condition we can assume that in this case implants failure is attributed to a combination of three out of the four risk factors detailed in the implant failure risk report rac0881, rev.03 (dental implants risk analysis control file): 1. Risk 1 geometric design of the implant: at this batch there was a thin area, where the flute met the hole of restoration screw, that was prone to breaking under increased occlusal load. This is the same fracture area visible in figure 2 a geometric modification was made to the design described in dcr 385.4 to correct this .since then, further modifications have been implemented, and the current version is version 5. 2. Risk 2 implant: connection to abutment: the fracture occurred at the junction where the abutment screw is close to flute area of the implant, which had a thickness of less than 0.3 mm. This issue has been addressed in dcr 385.4. 3. Risk 4 end user usage: excessive occlusal load is applied, particularly in the molar area. From the panoramic photo, the question arises as to whether the patient is carrying out excess occlusal load due to oral habits such as clenching teeth or grinding teeth to implants in the opposing jaw. In summary, combination of, the implant geometric design, the location of the implants in the molar site, and the stresses from chewing likely contributed to the failure and eventual breakage of the implants.